Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple ongoing occlusion alarms occurred. There was no reported impact to the customer's blood glucose level. In addition, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer reverted to an alternate method of insulin therapy. No additional information was provided. The customer declined to troubleshoot with tandem technical support.